Manufacturer narrative:
The device is currently undergoing laboratory testing.

Event description:
Boston scientific received information that this boston scientific representative contacted boston scientific's technical services. This boxed device was interrogated and patient information was identified and the battery longevity was recorded at 87 percent. It appears that this boxed device was taken out-of-storage mode by another representative. The technical service's consultant informed the representative that the limit for implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) device is 92 percent. The representative was planning to return this boxed device back to boston scientific. This boxed device was received at boston scientific's return product department.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this boxed device was performed. Upon interrogation, no suspicious faults or errors were identified. The current battery voltage upon interrogation was 9.183 volts with a remaining life to elective replacement indicator (eri) of 97 percent. The battery had recovered above the minimum for implant of 92 percent. The patient log starts on (B)(6) 2017. It appears that the boxed device was taken out of shipment mode prior to (B)(6) 2017. The patient log starts on that date and the beeper was noted to annunciate 16 times that day. When this type of device is taken out of shipment mode, the device starts to check the lead impedance every day. Since this device was still in the box the lead impedance test measured as "open". The device would have started to beep 16 times 2 or 3 times a day. Beeping 16 times 2 or 3 times each day draws higher than normal power and can cause the battery to indicate a lower reading than a device still in shipment mode. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. It was concluded that the cause of the low battery reading at the attempted implant was induced by a combination of being taken out of shipment mode many months prior to the attempted implant, exposure to colder temperatures after being taken out of shipment mode, and the boxed device was 2 months away from its use before date.